Event description:
The customer reported that a pt was being monitored with our multiview workstation (central station monitor) and connected to our bedside pt telemetry transmitter device and that the multiview workstation did not audibly or visually alarm when the pt had an asystole condition and the pt subsequently expired. The customer also reported that the multiview workstation exhibited behavior as if the monitor for the identified pt was in a standby mode at the time of the reported incident.

Manufacturer narrative:
We received notification of the reported event along with electronic device logs and screen prints of the identified pt monitoring system and associated pt records. Our engineering group reviewed the device information and contacted our field service engineer and the biomed at the user facility who both had performed device testing to collect additional information. The telemetry transmitter and multiview workstation involved in the reported incident were tested for the alarm functionality and the system performed as designed. The reported condition (no alarms) could not be reproduced. This incident remains under investigation. No conclusions have been made and no corrective actions have been determined at this time.